Manufacturer narrative:
(B)(6). The device was manufactured from march 29, 2019 - march 31, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the connection between the injection port and the bag. The reporter stated that the injection ports were loose. This issue was identified after compounding, prior to patient use. There was no patient involvement. No additional information is available